Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the article, minimizing the potential dead space with a fibrin sealant can reduce the amount of postoperative fluid collection.

Event description:
Article received titled "use of fibrin glue in preventing pseudorecurrence after laparoscopic total extraperitoneal repair of large indirect inguinal hernia". The article describes a novel technique in preventing pseudorecurrence by using fibrin sealant to close that potential dead space. Adverse events noted in the article included hematoma and seroma.